Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: lot# of suture, was there any surgical intervention and/or treatment rendered for the inflammation?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. Post op the suture was not absorbed, the patient expelled the product and presented inflammation. The suture was removed. There were no adverse patient consequences reported.